Event description:
Report rec'd of inability to administer emergency medications through the clave valve. A pt was being treated in the emergency room for a heart attack and in full cardiac arrest. The rptr states their stock drugs included abboject syringes with needles, which were used to attempt to access a clave port on a tubing set. The rptr stated that was unable to push the drugs atropine and epinephrine through the needleless system. Therefore, rptr punctured the tubing to deliver the drugs. Rptr reported that rptr took the drugs out of the syringes and placed them into another syringe to deliver the drugs through the tubing. Rptr had to change the tubing because of the puncture holes and stated rptr finally "cut the clave off" below the bonded area. Rptr then applied a heplock-like adapter. Rptr stated "it is not likely that the delay caused the death".